Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set comes out of the patient's body when the patient is moving around. The patient advised that his insulin leaks and he isn't aware. The patient experienced elevated blood glucose levels. No adverse event reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.